Manufacturer narrative:
Product complaint #(B)(4).this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d10 (concomitant). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint recon described in this report. H11 additional narrative: added: h6 health effect clinical code. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: added: h6 health effect clinical code.

Event description:
Subject ID: (B)(6). Study no: (B)(6). Clinical adverse event received for pain, redness and swelling in study knee. Device related: no information provided. Procedure related: no information provided. Date of event: 29 oct 2025. Date of implant: (B)(6) 2024. Date of revision: no information provided. Device location: left. Treatment/impact: injected medication. Clinical adverse event received for pain, redness and swelling in study knee. Device and procedure (relatedness). Device related: definitely not. Procedure related: probably. Treatment: hospitalization (initial or prolonged): yes, required intervention to prevent permanent impairment or damage: yes, readmission: un (B)(6) 2025. Depuy synthes products used: depuy synthes products used: catalog number: 150410106, lot number: 4315735, component type: femoral component, description: attune p/s fem lt sz 6 cem. Catalog number: 15066000, lot number: 3733874., component type: tibial base component, description: attune revision tibial base rotating platform size 5 cemented. Catalog number: 151650612, lot number: 9493237, component type: tibial insert component, description: attune ps rp insrt sz 6 12mm. Catalog number: 151820038, lot number: 4304615, component type: patella, description: attune medial dome pat 38mm. Catalog number: 66017569, lot number: 67681283, component type: cement, description: palacos r+g 2x40.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.